Manufacturer narrative:
Device investigation: results: the catheter was returned inside its carrier tube accompanied by its packaging card. There is a kink in the proximal shaft just distal of the stainless steel strain relief in the region outside of the carrier tube. There is a matching crease in the packaging card. The catheter is functional. Conclusion: the catheter kinks are confirmed. However, without the outside chipboard box, it is not possible to determine if the damage to the catheters occurred during shipment to the hospital or during un-packaging at the hospital.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The hospital discovered two penumbra neuron delivery catheters kinked in the packaging. This MDR is associated with MDR 3005168196-2012-00028.